Manufacturer narrative:
(B)(4). (B)(6). Product is not returned to zimmer biomet. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported a nurse took the sterile tray out of the outer box. The sterile tray was already broken. Subsequently, surgeons at the operating room decided to use the product.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. UDI: (B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned packaging components confirmed the reported event as the sterile blister packaging is cracked. It was determined that thin/variable blister wall thickness and no head-space in shelf carton were causing the blister to deform and crack during distribution. Device history record was reviewed and no discrepancies relevant to the reported event were found. Investigation results concluded that the reported event was due to design deficiency and transit damage. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.